Manufacturer narrative:
Per the manufacturer's subsidiary, the non clinical activity was during field installation of the device.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed an 'o2 analyzer calibration is not possible. 23 2769' message. The electronic patient gas system (epgs) was replaced. There was no patient involvement.

Manufacturer narrative:
The service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) was powered up and the oxygen (o2) analyzer calibrated successfully. The srt performed calibration and testing on the unit and the o2 sensor accuracy test passed. The o2 sensor was replaced. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to calibrate successfully. He began release testing the unit and found that with the fraction of inspired oxygen (fio2) set at 21%, the oxygen (o2) analyzer was reading more than 3% away from the central control monitor (ccm) reading which was outside of the specification. A lab use only (luo) o2 sensor was installed into the epgs and the unit passed release testing. It was determined that the o2 sensor did not meet specification.